Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's charging cable melted while inserted into the patient controller port. Patient experienced no harm. Product was replaced to address the issue.